Manufacturer narrative:
The reported incident does not involve death or serious injury to pt, user or other person. The risk of potential death or serious injury is considered negligible. Investigations performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as result of interaction between the infusion adapter spike, certain drugs and certain IV container port. The majority of the reported incidents with fractured c100 spikes have occurred in combination with bbraun pab IV containers with rigid spike ports. There has been no evidence that undiluted drug may cause fracture of the c100 spike. A technical bulletin with this info, together with a recommendation to flush the infusion adapter with diluted drug immediately after injection has been issued to all u.s. Customers as a result of earlier investigation. The instruction for use has been revised accordingly.

Event description:
Customer indicated that the phaseal system was successfully used to collect drug (busulfan) and prepare IV bag (hospira 100 ml). After preparation, the assembly was placed in a large transport bag, where it sat for 4-5 hours. When the nurse went to hook up the dose, leakage was noticed in the transport bag. The spike of the infusion adapter was cracked, but did not completely separate or fall from the bag. Estimate 10-20 ml of drug to leaked into the transport bag.